Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fit was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported pump was not giving enough insulin to down the blood glucose level. The customer alleged a possible under delivery anomaly and also reported pump had a physical damage at case of the battery tube side. Customer reported blood glucose value of 395 mg/dl. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-866a. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. Troubleshooting was performed for hyperglycemia and customer had been using the insulin pump system within 48hours of reported event. Customer stated auto mode/smartguard feature active at time of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-866a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to verify high bg's. Unable to confirm total normal bolus due to insufficient data. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor or motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damage was confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.